Event description:
Reporter alleged the customer obtained a blood glucose result of 386 mg/dl on the advantage system at 9:00 am, however, was experiencing hypoglycemic symptoms. Reporter stated the customer passed out soon after the reading and paramedics were called. Reporter indicated the paramedic's value was 40 mg/dl at 9:30 am and the customer was treated with an IV of unknown contents before being transported to the hosp and admitted. No other info was provided on any other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.